Event description:
When the sterile pouch was opened, the physician found that the tip of the deployment sheath was kinked. The filter could not be docked in the sheath due to the kink, so the physician used another product to complete the procedure. The product was returned and analyzed. Per the analysis findings, foreign material was found between the coil wraps distal to the bullet coil. Additional info has been requested regarding the foreign material that was found.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.